Event description:
The side rail component of the enterprise bed ((B)(4)) broke, and cannot lock properly. The metal bar in the rail is broken, the inner side rail panel is deformed and many components found loosened. The case was caused by an agitated pt who kicked the panel heavily and the ward manager complained about the durability of the side rail. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.